Event description:
On may 5, 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On approximately the month prior, the patient noted the reported meter would power off during use; she was unable to obtain a blood glucose reading. The patient did not report to taking any actions due to this issue. The patient controls her diabetes with oral diabetes medications and diet/exercise. Two days later, the patient claimed to have experienced the symptoms of blurred vision and vomiting. She received no medical attention or treatment. Troubleshooting revealed the patient had not replaced the battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a replacement battery. The patient had not replaced the meter's battery as recommended. The patient allegedly suffered symptoms suggesting hyperglycemia after she was unable to test her blood glucose levels due to the reported meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.